Event description:
While attempting to insert the solex 7 catheter (lot #186920) into the patient's right femoral vein, the insertion site was well dilated, and the guidewire advanced smoothly. However, the catheter was found to be kinked. Consequently, the catheter was neither inserted nor replaced. No intervention was necessary or planned. The customer did not provide any further information. The patient is alive without any reported injury.

Manufacturer narrative:
The reported complaint of a kinked catheter was confirmed during the visual inspection of the returned solex 7 catheter. The catheter was returned to zoll with its shaft completely damaged. The shaft was observed to be kinked at two locations on the serpentine balloon. The exact timing and cause of the kink on the catheter cannot be determined, however, user handling of the catheter cannot be ruled out. During visual inspection, the catheter shaft was observed to be kinked at two locations on the serpentine balloon, located 2.5 cm and 7.5 cm away from the catheter tip. Functional flushing of the catheter was performed. All infusion ports and lumens were flushed without resistance, except for the in/out lumen due to the severe kink on the serpentine balloon. Due to the condition in which the catheter was received, the functional pressure leak test could not be performed. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no previous history of complaints reported for the solex 7 catheter with lot number 186920.